Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed by the review of medical records/radiographs. Review of the available records identified the elevated metal ions secondary to left metal-on-metal total hip arthroplasty, spinal anesthesia. Ebl 100 ml, stem and acetabulum well fixed. The head was removed, the trunnion of the prosthesis appeared intact, did not appear to have any wear, did not appear to have any metalosis or obvious fretting of the trunnion. The acetabular component was visualized and noted to be intact. There did not appear to be any etching or subluxing of the component. It appeared smooth as well polished. No intra-operative complications identified. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114: device not returned upon visual inspection of the returned device, there is scuffing and wear on the outside diameter of the device. There is no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part# unknown/ unknown, cup/ lot # unknown; part# unknown/ unknown, stem / lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04115.

Event description:
It was reported that patient underwent left hip revision surgery approximately 14 years post implantation due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.